Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "fluid wasn't infusing" while using the pump. They stated that they had set up the pump to feed the patient overnight, checked the infusion after four hours and everything was working as expected, but when they checked again in the morning there was still formula in the bag, the pump was indicating that it was running but it did not appear to be infusing. Mmdg did follow up with the initial reporter, who stated that the patient was doing well and they had not had any other issues. (B)(4).